Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated the jumper across the pins on the mainframe control panel processor. The system was tested and operates as intended.

Event description:
The customer reported that the controls froze up and would not allow boot up on the 9800 system. No patient injury was reported.